Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted. During the deployment of second triclip, first triclip had single leaflet device attachment(slda) from septal leaflet. A clip to clip interaction possibly caused slda. Second triclip was successfully implanted to stabilize the slda clip. The tr was reduced to grade 3+ post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions associated with the second clip interaction with the first clip, possibly causing slda of this implanted triclip. Unexpected medical intervention was a result of case-specific circumstances as the second triclip was successfully implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted. During the deployment of second triclip, first triclip had single leaflet device attachment(slda) from septal leaflet. A clip-to-clip interaction possibly caused slda. Second triclip was successfully implanted to stabilize the slda clip. The tr was reduced to grade 3+ post procedure. There was no clinically significant delay. No additional information was provided.